Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a gallbladder procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.